Event description:
Patient underwent a l4/5 level decompression, during which a baxano microblade shaver was used. After several reciprocations, bleeding commenced from a small arterial branch, which was difficult to control. The surgeon believes this may have been a result of the patient's antiplatelet status. The bleeding was stopped by cauterization of the arterial branch. The patient received 2 units of blood intraoperatively. After surgery, the surgeon reported the patient was doing well.

Manufacturer narrative:
The device was not returned for inspection and was used in accordance with instructions for use.